Event description:
Customer reported high blood glucose and a malfunction on the insulin pump that caused numbers to skip during the manual prime. The blood glucose reading was 500 mg/dl. Customer treated the high blood glucose with manual injections. She also mentioned that she was sick at the time. Customer stated that the drive support cap appeared normal and recessed. She was advised to check the tubing for air and found none. Customer was assisted in rewinding the insulin pump and running a manual prime and verified that insulin did exit. Customer found no leak. She stated that all of the settings in the insulin pump were correct. Customer was unable to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.